Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947 lead implanted: 2009-(B)(6). (B)(4).

Event description:
It was reported the patient developed endocarditis. The device and leads were removed. No further patient complications have been reported as a result of this event.